Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02045. Related manufacturer reference number: 2017865-2020-02046. Related manufacturer reference number: 2017865-2020-02048. It was reported that the patient presented to the emergency room with endocarditis. The patient had (B)(6) bacteria and cardiovascular implantable electronic device lead infection. The implantable cardioverter defibrillator and all three leads were explanted. The patient had other unspecified reasons for the hospital stay in addition.